Event description:
It was reported that the stent partially deployed and elongated. A contralateral approach was used to access the mildly calcified, normally tortuous, and stenosed mid to ostial superficial artery. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use and advanced over a 0.018 inch guidewire. During deployment, the thumbwheel stopped deploying the stent. The pull grip was pulled and the unit manually pulled to complete the deployment of the stent. The stent was deployed, but became stretched and ended up approximately 1cm into the common femoral artery. Post dilation was performed. There were no patient complications and the patient was stable and fine.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device eval by manufacturer: returned product consisted of an eluvia self-expanding stent system with a 0.018in guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack was separated, and the proximal end was missing. Microscopic examination revealed no additional damages. X-ray of the handle showed that the proximal inner was prolapsed. The stent was deployed and was not returned for analysis. Inspection of the remainder of the device revealed no other damage or irregularities.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that the stent partially deployed and elongated. A contralateral approach was used to access the mildly calcified, normally tortuous, and stenosed mid to ostial superficial artery. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use and advanced over a 0.018 inch guidewire. During deployment, the thumbwheel stopped deploying the stent. The pull grip was pulled and the unit manually pulled to complete the deployment of the stent. The stent was deployed, but became stretched and ended up approximately 1cm into the common femoral artery. Post dilation was performed. There were no patient complications and the patient was stable and fine.

Event description:
It was reported that the stent partially deployed and elongated. A contralateral approach was used to access the mildly calcified, normally tortuous, and stenosed mid to ostial superficial artery. A 7x120, 130 cm eluvia drug-eluting vascular stent system was selected for use and advanced over a 0.018 inch guidewire. During deployment, the thumbwheel stopped deploying the stent. The pull grip was pulled and the unit manually pulled to complete the deployment of the stent. The stent was deployed, but became stretched and ended up approximately 1cm into the common femoral artery. Post dilation was performed. There were no patient complications and the patient was stable and fine.

Manufacturer narrative:
A2: age at time of event: 18 years or older.